Manufacturer narrative:
Date of event: month and year only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a very tortuous iliac with a 90 degree bend. Because of this, the physician decided to extend the bifurcated stent graft during the index procedure, using a limb. It was reported that during follow-up, it was noted that the bifurcation stent graft and the left limb were occluded. The physician treated the occlusion by implantation of a stainless-steel stent and removal of the clot. The physician stated the cause of the event was anatomy related, due to the tortuous iliac. No additional clinical sequelae were reported and the patient is fine.